Event description:
On 1/4/2023, it was reported by a sales representative via email that the three fibertaks from an ar-9400-sbk eclipse speedscap implant system, pulled out of implantation site. The case was completed successfully using the swivelocks. This was discovered during a procedure on (B)(6) 2023. Additional information received on 1/5/2023: the swivelocks that were used to complete the case were not part of the kit, but instead surgeon used individual ar-2324bct-2 biocomposite swivelock. This was discovered during a shoulder hemi arthroplasty procedure. Nothing broke inside the patient and all the fibertaks that pulled out, were fully removed.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.